Manufacturer narrative:
(B)(4). Batch#: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that, during an ob-gyn procedure, the device cannot be energized after the device was started to use. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2020. D4: batch # u9418t. The instrument was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. Due to the condition of the device we were unable to investigate further cautery issues as reported. No conclusion could be reached as to how the tip of the electrode got bent.